Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7078156.

Event description:
It was reported that the patient developed a staphylococcus infection at both incision sites following the implant procedure. Pus was noted under the implantable pulse generator (ipg) and leads, and the patient was administered with antibiotics at the emergency room (ER). The patient underwent an explant procedure wherein all device components were removed and were not returned. The patient was sent home with intravenous antibiotics. No device malfunction was suspected.